Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after receiving 15 inappropriate shocks. The physician indicated the patient received shocks for what appeared to be supra ventricular tachycardia (svt) episodes. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD)  was reprogrammed and remains in use. No patient complications have been reported as a result of this event.